Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. A download of the device data was performed and examined which confirmed normal system behavior. Device reprogramming was performed for patient to system optimization. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after this patient performed a hall walk, her rate increased to the maximum sensor rate (msr). The patient had been panting during this period of time which can affect the minute ventilation (mv) readings causing the device to suspect that the patient is doing activity when in actuality she is not. No adverse patient effects were reported.